Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint of ¿wire broke¿. For clarification, the maryland bipolar forceps instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit thermal damage. The insulation was lifted; however, no pieces were missing. The conductor wire was exposed; however, no wires were found damaged or broken. An electrical continuity test was performed and the instrument passed. The root cause of the damage conductor insulation is attributed to mishandling/misuse, commonly caused by collision with another instrument or sharp object. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A log review was conducted, which resulted in the following findings: the logs show that the maryland bipolar forceps instrument part # 470172-16, lot # n11191216-0093 was last used on (B)(6) 2021 during a radical cystectomy with ileal conduit procedure with system (B)(4). The instrument had 1 live remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the maryland bipolar forceps instrument was observed to have a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the inventory control specialist informed they could not provide any additional information as it was not captured at the time of the event.